Manufacturer narrative:
This supplemental report is being submitted to provide the correction and additional information from the customer. Updated fields: b5, d8, d9, g1, h2, h3, h4, h6, h11. Corrected fields: b5, e1, e2, e3, g2. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer, the olympus gastrointestinal videoscope displayed blurry image. The event occurred during reprocessing.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, probable cause is damage to the charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope image did not display, and a black image appeared. There was no patient involvement.